Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The customer was sent a power status overlay and replaced it. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. The ventilator passed performance specification testing and was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported by the international customer that the battery charging indication and current indication is not showing in display. No patient involvement.